Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and erosion. Additional information obtained from the field representative indicated the ra lead was damaged and cut during laser extraction, but no specific lead location given. Further, the field representative did not keep the explanted lead thus it will not be return. The ra lead was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.